Event description:
Litigation papers allege suffered severe pain, stiffness, weakness in his hip, as well as further hip, muscular and neuro logical damage. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised to address metallosis and elevated metal ion levels. Additionally it was noted that there was motion in the stem proximally which may have contributed to the patients pain.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient suffers from excessive levels of chromium and cobalt. There is no new additional information that would affect the outcome of the investigation.